Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. The event can be detected/prevented by following the instructions for use which state: ¿¿chapter 3 preparation and inspection, 3.3 inspection of the endoscope and 3.8 inspection of the endoscopic system¿ describes the following warning. 8 inspect the air / water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. (A)inspection of the water feeding function 1 cover the spray valve hole with your finger. 2 depress the valve all the way (till the 2nd step) and confirm that water flow is observed in the entire endoscopic image. (B)inspection of the spray function 1 cover the spray valve hole with your finger. 2 depress the valve till the first stop position (till the 1st step) and confirm that emission of water spray is observed in the entire endoscopic image.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus medical that the evis lucera elite gastrointestinal videoscope was leaking from the bending section cover. The device was returned for evaluation. During examination, the device's air/water nozzle had foreign material. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. No adverse effects to patient reported.

Manufacturer narrative:
During examination, the reported issue was confirmed; a pin hole was found on the bending section cover. Examination identified the following issues: the scope connector was cracked, scratched and no longer water-tight; the adhesive around the objective lens was peeling; the suction cylinder showed internal shearing; and the connecting tube was dented. Examination showed scratches in the following areas: connector cover; suction connector cover; universal cord protector; universal cord; hand grip; scope cover; connecting tube; switch box; right/left knob; up/down knob; and lock engagement lever and knob. Functional testing was performed: the up/down knob operation was noisy and the knob did not turn smoothly. The up/down knob had excess play and the up bending angle was out of specifications; both issues were caused by a worn angle wire. The investigation is ongoing. A supplemental report will be submitted upon completion of investigation.